Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate low voltage therapy was delivered. Abbott technical support was contacted and during investigation it was determined that the device performed as programmed and delivered inappropriate low voltage therapy due to atrial fibrillation. The patient was stable and there were no adverse consequences.